Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately in comparison to feelings/normal results. This complaint is being reported because during troubleshooting when a control solution test was performed the results fell outwith the stated range. There was no harm/injury reported.